Manufacturer narrative:
Internal file number (B)(4). Correction: device code 2017 was removed. Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance. During removal, the device interacted with the difficult anatomy causing the reported difficulty to remove and subsequent handling and or manipulation of the device caused the reported detachment of a device component (shaft break). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device us expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion. Following pre-dilatation with a non-abbott balloon catheter, a 2.50 x 48 xience xpedition stent delivery system (sds) was advanced to the lesion with resistance from the anatomy. On attempting to release the sds from the resistance with force, the proximal shaft separated at the location of the unspecified hemostatic valve. The sds was simply manually removed from the anatomy with stent stationary on the balloon without resistance. The procedure was successfully completed with a non-abbott sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.